Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia with blood glucose value was 414 mg/dl. The customer¿s other blood glucose level were 319 mg/dl and 313 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode was not active. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. The insulin pump will not returned for analysis.